Event description:
It was reported that the core impaction drill overheats. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Upon disassembly for visual examination, corrosion was discovered in the motor.